Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Concomitant medical products: product ID unk-nv-onyx; product type: ; implant date ; explant date g2: citation: authors: shchehlov, d., bortnik, I., svyrydiuk, o., vyval, m., <(>&<)> gunia, d.. Cerebral arteriovenous malformation with paranidal aneurysms. Clinical course and outcome after endovascular embolization. Georgian medical news (290):38-44 2019. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. E1: facility (cont.): scientific-practical center of endovascular neuroradiology nams of ukraine see manufacturer report # 2029214-2023-01228 for another report from this article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Shchehlov d, bortnik I, svyrydiuk o, vyval m, gunia d. Cerebral arteriovenous malformation with paranidal aneurysms. Clinical course and outcome after endovascular embolization. Georgian medical news. 2019;(290):38-44. Accessed july 28, 2023. Https://search.ebscoh ost.com/login.aspx?direct=true<(>&<)>authtype=shib<(>&<)>db=mdl<(>&<)>an=31322512<(>&<)>site=eds-live medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to identify clinical course and result of endovascular treatment of brain arteriovenous malformations (bavm) with associated paranidal aneurysm. Seventy-three patients with arterial prenidal, intranidal and venous postnidal aneurysms were included. There were 61 patients who had single paranidal aneurysm and 12 had multiple aneurysms. There were 32 women and 41 men, with a mean age of 34 years. Avm embolization was performed with liquid embolic agents nbca, onyx and embolin. It was not reported how many patients were treated with each agent. All patients with avm and paranidal aneurysm were symptomatic. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted:  - two deaths were reported. One patient had early hemorrhage after the procedure which was fatal. The other patient died after embolization because of pulmonary embolism.  - seven total patients had complication (5 ischemic and 2 hemorrhagic) after procedure. Clinical improvement was seen in all groups at discharge. In 5 cases the presence of new neurological deficits was observed, and in 2 cases there was early hemorrhage after procedure, 1 of which was fatal. Thirteen patients had unfavorable outcomes (mrs 3-5) at discharge.